Event description:
It was reported that the right atrial lead exhibited less than 200 ohms impedance. The lead was fractured due to clavicular crush. The lead was capped.

Manufacturer narrative:
No medwatch form was received.